Event description:
It was reported that the pump overinfused and would not occlude.

Manufacturer narrative:
Results: device was confirmed to have a bent door, which results from being dropped. The bent door caused the pump to not occlude. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure. The door assembly can become bent when dropped or damaged from use. (B) (4).